Manufacturer narrative:
The complainant was unable to provide the suspect device lot number. Therefore, the expiration and device manufacture dates are unknown. (B)(4). The complainant indicated that the device remains implanted and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that spaceoar was implanted during a spaceoar placement procedure performed on (B)(6) 2021. Fiducials were administered transperineally and the procedure was done under general anesthesia. Few days after the procedure, the patient developed discomfort, pain and urinary retention. The physician prescribed flowmax and antibiotics but the patient symptoms did not go away. Magnetic resonance imaging (MRI) was performed and it showed that the spaceoar was in the correct place, at the base towards midgland. At the apex, there appeared to be a tiny area of possible intraprostatic injection with possibly gel moving around to the lateral apex, possibly through venous pools. Additionally, the urinary retention and discomfort were caused by the spaceoar gel inside the gland that caused pressure on the urethra. The physician stated that he would expect patient urination to improve in about 2 weeks with supportive care such as increased flomax and medrol dose pack would be an option. The patient has already started external beam radiation therapy (ebrt).